Manufacturer narrative:
Case logs were reviewed and fiducial array was not seated properly during the CT scan. Also, service was performed and system was out of calibration.

Event description:
For a planned implant placement, edentulous region had a very narrow ridge. Implant was placed using yomi system without any issues. Post-op cbct indicated implant was placed out of the bone, buccal from plan. The implant was removed and the site was grafted. Patient left edentulous until an implant can be placed at a later time. No further injury or additional medical intervention was reported as a result of this event.